Manufacturer narrative:
Results of investigation: vyaire medical was unable to confirm and duplicate the issue. The uut was tested and found to function within specifications. Prior to kitting, the uut was subjected to an automated turbine manifold functional test, which it passed on all counts. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ltv ventilator 1200/1150/1100 solenoid manifold kit has high side leak. At this time, there was no information of patient involvement reported with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.